Manufacturer narrative:
Section h4: correction. Manufacturer investigation conclusion: the report of an outflow graft twist could not be confirmed. The account reported that the patient presented with several low flow alarms. The patient was asymptomatic, a computed tomography (CT) scan was performed and revealed a potential kink in the outflow graft. According to the account, the center performed surgical correction of outflow graft twisting. Several exams confirmed a twisting with reduction of pump flow. A corrective action has been implemented to address hm3 outflow graft twist. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU warns that twisting of the outflow graft has been identified in some patients post-operatively. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also warms that firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced frequent low flow alarms. The patient was asymptomatic, a computed tomography (CT) scan was performed and revealed a potential kink in the outflow graft. A prescription low flow controller was requested. No further information was provided.

Event description:
It was later reported on (B)(6) 2019 that the account performed a surgical correction of outflow graft twisting. Several exams confirmed a twisting with reduction of pump flow. No further information was provided.

Manufacturer narrative:
Section h9: additional information.